Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a female patient (age unknown), the device displayed an "ECG disabled" message. Complainant indicated that the clinician switched the device off/on to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing including bench handling, power cycling, and ECG monitoring functional stress testing without duplicating the report. The defib cable receptacle was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer along with a new mult-function cable. It is noteworthy to mention the multi-function cable used at the time of the reported event was not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.